Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited failure to capture. The patient experienced bradycardia at 28 bpm; the lead was explanted and replaced.